Event description:
The pt was implanted supraorbital (off-label). It was reported the pt was not receiving pain relief around her eyes, where it was needed. On (B)(6) 2011, the physician repositioned one lead, and placed trial leads to attempt to capture the pt's pain pattern. Follow up identified the physician may schedule another surgical intervention in the future.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.